Manufacturer narrative:
Eval summary: the ipg was not returned to the manufacturer for analysis. As a result, the device history and sterilization records for the ipg are currently under review. The results of the review will be forwarded when available. Sjm has limited info related to the pt's medical history and is unable to form an opinion as the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) received an scs system, including an ipg, on (B)(6) 2009. It was reported the pt continued to feel stimulation in her feet even after she turned the scs therapies off. The pt uses her pt programmer to turn the device on and off and the physician has replaced the pt's programmer on three separate occasions. Unfortunately, the problem persists. As the physician suspects the interference between the pt's programmer and something in her home, the ipg remains implanted. No pt complications were reported as a result of this event.